Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer received 4 no delivery alarms that day. Troubleshooting was performed and insulin did exit but alarmed no delivery. The infusion set might have been occluded. His blood glucose ranged from 395 mg/dl to 400 mg/dl. He was treating with an insulin pen. The device was not returned.